Event description:
Information received indicates the casters continue to rotate from side to side after the brake is set and the bed is pushed.

Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.